Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 300 mg/dl. Caller stated that also the emergency team was called to assist customer at home due to low blood glucose the blood glucose reading was 20 mg/dl when paramedics arrived. Caller stated tha the customer had liver problems and pneumonia. Nothing further was reported.